Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. The customer's blood glucose reading was 165 mg/dl at the time of incident. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir and insulin exited the tubing. Customer indicated that changing the reservoir resolved the issue. The customer was advised that the reservoirs would be replaced. Customer does not have the product to return for analysis. No further details given.